Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso(B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per iso 10993 and sterility per iso(B)(4) prior to release.

Event description:
It was reported that a skin irritation on the abdomen causing redness and pustules had occurred while wearing the pod between 24 and 36 hours. The patient visited physician and was prescribed an ointment for treatment.

Manufacturer narrative:
The device was received and evaluated. No blood or puss was observed on the adhesive pad. No damages or defects were found along the fluid path or the bottom housing that would contribute to skin irritation. The cause of the skin irritation could not be conclusively determined.